Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2017-02008. It was reported that the patient expired. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the pulmonary artery for treatment of pulmonary embolism. The patient presented in serious condition with comorbidities. The catheter was used first in the left pulmonary artery without any trouble. After approximately 40 minutes passed that catheter was used in the right pulmonary artery(pa) and upon stepping on the pedal it did not work, an error was received to replace thrombectomy set. It was alleged that the catheter was not reprimed prior to attempting to reuse it in the right pa. A second catheter was pulled from the shelf however; the physician had ended the case. The procedure was not completed due to an unknown reason. The patient expired approximately 30 minutes later in the intensive care unit.

Manufacturer narrative:
Ultra system was received with signs of external damage and defects. The left side bag holder hook is missing. The system passed all functional tests. No issue was found with the returned ultra system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#2134265-2017-02008. It was reported that the patient expired. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the pulmonary artery for treatment of pulmonary embolism. The patient presented in serious condition with comorbidities. The catheter was used first in the left pulmonary artery without any trouble. After approximately 40 minutes passed that catheter was used in the right pulmonary artery(pa) and upon stepping on the pedal it did not work, an error was received to replace thrombectomy set. It was alleged that the catheter was not reprimed prior to attempting to reuse it in the right pa. A second catheter was pulled from the shelf however; the physician had ended the case. The procedure was not completed due to an unknown reason. The patient expired approximately 30 minutes later in the intensive care unit.